Event description:
Additional information was received that the generator malfunction seen was high impedance. Troubleshooting was performed and it was clarified that the device reported here was the back up generator that was used and no malfunctions were seen with this device. MFR report # 1644487-2024-01083 captures the true suspect device malfunction. Any further information received and additional reporting will be captured in that report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that this generator was a "defective battery." No other relevant information has been received to date.